Manufacturer narrative:
The insulin pump passed functional testing, including the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 797 mg/dl. Prior to the event, the customer stated she had woken up in the middle of the night crying and screaming and was then admitted to the intensive care unit. The customer also stated that after the hospital staff had treated her, they put her back on her insulin pump and she woke up in the morning with diabetic ketoacidosis again. The customer reported that the hospital staff advised customer to replace her insulin pump. Nothing further was reported.